Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4).

Event description:
Patient went to clinic after noticing a drop in pulse rate. Upon interrogation it was seen that the device had reached eri. Device is part of the fsca premature battery depletion with implantable cardioverter defibrillator (B)(6) 2016. The device was explanted and replaced.

Manufacturer narrative:
Evaluation summary: upon receipt, the battery longevity was evaluated and found to have prematurely reached eri. Bench, temperature and humidity tests were performed, and no sources of high current were found. The cause of the premature battery depletion could not be determined.